Event description:
The customer advised the tubes underfilled to just below the minimum indicator. The customer reported the incidence started recently on monday and they do not believe the occurrence is technique related. The customer inquired of the product tube shelf life and inquired perhaps the tubes lose vacuum as they get closer to the expiration date.

Manufacturer narrative:
Complaint (B)(4). Received one rack 454334/ b221136s for evaluation. No customer pictures were provided. We have no remaining inventory of either material/batch. We have no further complaints for either material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated.